Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital for syncope. Upon interrogation, it was noted that the pacemaker was unable to be interrogated. Further, it was confirmed that the battery was depleted based on hospital telemetry records which had no pacing recorded. The patient was scheduled for generator change out procedure next day due to normal elective replacement indicator (eri). During procedure, the leads were tested, and it was noted that the right ventricular lead exhibited out of range, high, pacing lead impedance and loss of capture. The right ventricular lead was capped on (B)(6) 2019 and a new lead was implanted. The patient was stable post procedure and was discharged.